Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Healthcare professional later reported during surgery "punctured" and is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as surgical damage. Rupture-ndr : not applicable as the event is not related to the device. Additional observations: no penetrating nick.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Healthcare professional later reported during surgery "punctured" and is not device related. Device has been explanted and replaced.